Event description:
A renegade hi flo catheter was going to be used for therapeutic purposes. Before the procedure, while trying to remove from holder, the catheter separated. The procedure was completed with another device.